Event description:
Customer is reporting frayed cord is sparking. Not sure if recently bought cord or if cord was from another meter. Just noticed issue today. Says there were no injuries. No additional info provided. Technical services will be sending power cord replacement. Customer sending back frayed power cord.

Manufacturer narrative:
Investigation pending.